Event description:
The patient's spouse reported that the patient's v-go keeps falling off. The specific event dates and number of occurrences were not reported. No devices are available for return to the manufacturer for evaluation.